Event description:
The hearing performance with the device is affected. No trauma has been reported. Also swelling above the implant housing was noticed. Over the past few months the user had various treatments to reduce the swelling; now it resolved. The user was treated for infection with antibiotics. Re-implantation surgery is considered but no date has been scheduled yet.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. In addition a swelling over the implant site was noticed, for which the user was also treated with antibiotics, however no resons for it was reported. Re-implantation surgery is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during device investigation are most likely related to the explantation surgery. In addition a swelling over the implant site was noticed, for which the user was also treated with antibiotics, however no reasons for it were reported. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance with the device was affected. No trauma has been reported. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected. Also swelling above the implant housing was noticed. Over the past few months the user had various treatments to reduce the swelling; now it resolved. Re-implantation is considered.